Manufacturer narrative:
The lead was repositioned and remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in high capture threshold and a significant decrease in impedance values confirmed via x-ray. There was no inappropriate device behavior outside of the poor lead measurements. Lead was repositioned due to the reported observations. No additional adverse patient effects were reported.